Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
(B)(4): no customer stated problem provided on the itemized repair statement. The key failure is the pilot valve has a short circuit. *verification test #1 contains a valid o2 percentage which does not indicate unit not starting as short circuited power switch failure. The other main failure of the power switch is the lack of alarm. Prid is being filed on based on the strong possibility that this unit was not alarming.